Event description:
It was reported that shaft break occurred. A 5.00 x 12mm synergy megatron drug-eluting stent was advanced to treat the lesion. However, it was noticed that balloon was fractured inside the patient's body. The procedure was complete with the original device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 5.00 x 12mm synergy megatron drug-eluting stent was advanced to treat the lesion. However, it was noticed that balloon was fractured inside the patient's body. The procedure was complete with the original device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr us 5.00 x 12mm stent delivery system, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. The device was returned attached to a guidewire and guide catheter. Multiple kinks were noted along the hypotube shaft. Visual examination of the polymer extrusion identified a break at the port exchange, a kink directly after the the proximal makerband and stretching along the entire length of the polymer extrusion. No stent was attached to the balloon. Balloon cones were reviewed and was subjected to positive pressure. Blood was inside the balloon. Microscopic examination of the polymer extrusion identified a break at the port exchange, a kink directly after the the proximal makerband and stretching along the entire length of the polymer extrusion. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.